Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an atrial fibrillation and right-sided atrial flutter ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. During the procedure, a pericardial effusion was noticed in the patient. The patient's blood pressure had decreased. They attempted to confirm the pericardial effusion via intracardiac echocardiography (ice) but nothing could be confirmed on ice. The pericardial effusion was then confirmed via echocardiogram (echo). The interventional doctor was not able to perform a pericardiocentesis tap so a "pericardial window" was made, with the patient's chest being opened. It is unknown how much fluid was removed during the pericardial window. The patient was reported to be in stable condition. Additional information was received on the event. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. A pericardiocentesis was performed (attempted). The patient outcome of the adverse event was the patient was stable and recovered. The patient did require extended hospitalization because of the adverse event. A transseptal puncture was performed. Prior to noting the cardiac tamponade ablation was performed and there was no evidence of a steam pop. The event occurred during ablation phase. Irrigated catheter flow setting was set to sf flow settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were visitag with the parameters for stability set to 3 mm, 25% 3 grams for 3 seconds with no additional filter. Color options used prospectively were force time intervel (fti).

Manufacturer narrative:
The investigation was completed on 19-apr-2022. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) per an internal review on 06-apr-2022, noted a correction to the 3500a initial as the physician information was omitted in error. Therefore, updated section ¿e. Initial reporter¿.